Event description:
Caller states that the patient tested 2.6 inr using strip lot 358a-i21 and 3.8 inr using strip lot 396a- c14 during duplicate testing. A lab was drawn within 15 minutes and returned as 1.96 inr. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.